Event description:
A 20-yr-old female admitted to same day surgery for laparoscopic procedure for probable l tubal pregnancy. Trocar allegedly failed to retract. Rt iliac artery punctured. Pt opened for exploratory lap, artery repaired. Pt admitted 8/22, discharged 8/24/96, no further complications.